Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). A revision procedure was performed. The lead was observed to have dislodged. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.